Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tubes with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures were implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions were implemented. CAPA #: (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions were implemented.

Event description:
It was reported that bd vacutainer® lh 102 i.u. Plus blood collection tubes collapsed. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer noticed these collapsed tubes when opening the shelf-pack of lithium heparin tubes.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customers indicated failure mode for collapsed tubes with the incident lot was observed. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions were implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions were implemented.

Event description:
It was reported that bd vacutainer® lh 102 i.u. Plus blood collection tubes collapsed. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer noticed these collapsed tubes when opening the shelf-pack of lithium heparin tubes.